Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ calcification: not observed. ¿ rupture: observed, one opening assessed as fold flaw opening. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right-side "calcification - unknown if related to device. Healthcare professional later reported rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right-side "calcification - unknown if related to device. Device has been explanted and replaced.

Manufacturer narrative:
Continued: h6- f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.